Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 600 mg/dl. The customer stated that she thought there may have been a large air bubble in the reservoir. The customer stated that her husband is her caregiver, but he had been hospitalized prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.